Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube underfilled during use and was rejected, requiring the patient to be redrawn. This complaint was created to capture the 1st of 6 related incidents. The following information was provided by the initial reporter: "it would have started about (B)(6) and the tubes expire (B)(6) 2020 with a lot number of 9184798. When the problem started on the (B)(6) it was just a few random tubes but now it's almost all of them. The ones that fill the best are just barely filling enough. We are averaging 3 tubes per patient to get one that is sufficiently filled to send for testing." "Multiple samples were required to be drawn on each patient to get one tube full enough to send for testing. We draw no less than 2 tubes per patient, frequently up to 4 tubes per patient to get one that fills enough to send for testing." What is the date of event(s)? The tubes started failing on (B)(6) 2019 and continued until we got a new lot and expiry date on jan 2/20. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) We draw 5-10 inr patients/day. All patient samples were affected. Multiple samples were required to be drawn on each patient to get one tube full enough to send for testing. We draw no less than 2 tubes per patient, frequently up to 4 tubes per patient to get one that fills enough to send for testing. What is the labeled draw volume (2ml, 3mletc) 1.8 ml. What was the level of tube fill? Partial fill. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? Tubes are rejected at all of these three levels. How was the tube drawn? With a straight needle, in a vacutainer holder, venously was a successful draw achieved with the same lot? Yes. What was method of draw? Straight needle. Are you using a bd device to transfer the blood to a tube? No. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) all collection supplies are securely fitted. Have the tubes been exposed to extreme heat? No.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product..

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube underfilled during use and was rejected, requiring the patient to be redrawn. This complaint was created to capture the 1st of 6 related incidents. The following information was provided by the initial reporter: "it would have started about december 16th and the tubes expire january 31/20 with a lot number of 9184798. When the problem started on the 16th it was just a few random tubes but now it's almost all of them. The ones that fill the best are just barely filling enough. We are averaging 3 tubes per patient to get one that is sufficiently filled to send for testing. " "multiple samples were required to be drawn on each patient to get one tube full enough to send for testing. We draw no less than 2 tubes per patient, frequently up to 4 tubes per patient to get one that fills enough to send for testing." What is the date of event(s)? The tubes started failing on dec 13/19 and continued until we got a new lot and expiry date on jan 2/20. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) We draw 5-10 inr patients/day. All patient samples were affected. Multiple samples were required to be drawn on each patient to get one tube full enough to send for testing. We draw no less than 2 tubes per patient, frequently up to 4 tubes per patient to get one that fills enough to send for testing. What is the labeled draw volume (2ml, 3mletc) 1.8 ml what was the level of tube fill? Partial fill how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? Tubes are rejected at all of these three levels. How was the tube drawn? With a straight needle, in a vacutainer holder, venously was a successful draw achieved with the same lot? Yes what was method of draw? Straight needle are you using a bd device to transfer the blood to a tube? No if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) all collection supplies are securely fitted have the tubes been exposed to extreme heat no